Manufacturer narrative:
Additional information received on 15 mar 2017 and includes: the missing screw was the post screw, not the smaller insert screw. As soon as the packaging was opened we were standing directly over the table to explain that it must be removed from the post - it was not there. When we opened the new insert it was immediately apparent. It was not noticed before the packaging was opened. It was not expected that it would be missing. Even if we had noticed it was missing before opening the final wrapping, I would have opened it to check inside the final wrapping for the screw in the event it had somehow come out of the post but was still in the sterile pack and usable. We were and are always very careful when opening implants. We searched every inch of that scrub table. We always prepare a clean redraped clear area for implant prep. Batch review performed on 17 march 2017. Lot 161842: (B)(4) items manufactured and released on 04 april 2016. Expiration date: 2021-03-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on the lot. On 15 march 2017 the packaging and cleaning manager performed: we checked the traceability of the lot of screws involved in this complaint, and we encountered no anomalies or numerical discrepancies that may suggest a failure to insert the screw in the final packaging. The check was made on all lots that showed the use of this screw. Based on the information received it is not possible to define a certain root cause and no anomaly was found.

Event description:
The insert package was missing the screw to lock the insert to the hinge component. A 10mm insert was opened and the screw from that was used to complete surgery.